Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed failure analysis evaluation. The clip applier instrument failed a clip test. An additional observation related to customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. A result, the clip could not be properly released from the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure that the medium-large clip applier instrument would not hold clip. The clip applier instrument would not clamp hard enough to lock the clip. The surgeon would close his fingers fully but the clip applier instrument would not lock the clip. The surgical staff switched out the clip on the clip applier instrument; however, the second clip also did not work. The surgical staffed then pulled the instrument from circulation. A back up instrument was used to complete the procedure. The surgeon reported and confirmed that no patient injury occurred.